Event description:
It was reported by the user site that during a 3dimensions mammography system procedure on (B)(6) 2026, the "c-arm moved from 35 degrees to 180 degrees with no user input. "[The]" patient in "[a]" wheelchair sustained a bruised arm." Additional information was received from the customer regarding the patient's status, in which it was reported "the patient received a light bruise on her arm and leg. The patient declined medical attention, and no further action was taken by the staff."a hologic field service engineer was dispatched to assess the device and determined "after checking the logs it was found that the left c-arm switch was responsible for the movement that occurred. Some debris buildup was also found underneath the rotational switch." The fse replaced both c-arm switch banks, inspected, tested and calibrated the unit in accordance with manufacturer specifications. No further information is currently available.